Event description:
The pt was implanted with a left ventricular assist device. Approx 4 months post-implant, the pt was admitted to the hospital due to increased hemolysis parameters (lactate dehydrogenase (ldh) = 2700 u/l, plasma free hemoglobin (hb) = 68 mg/dl) and hemolytic urine. The pt was last seen in the outpatient department on (B)(6) and this left ventricle (lv) diameter was 65 mm without the aortic valve (av) opening, no hemolysis and in good clinical condition. On a more recent visit, the lv diameter was 75 mm and the av was opening regularly. An x-ray revealed a slight change of the inflow conduit position in comparison to the last post-operative x-ray taken. Upon request, additional info was received from the hospital stating that there have been improvements in the pt's condition with the plasma free hb and ldh level decreasing, improvement in lv unloading, and no more hemolytic urine. Furthermore, a planned pump exchange was canceled due to the improvements observed in the pt's condition.

Manufacturer narrative:
The pt remains on lvad support with the pump. The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.